Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, a loss of capture was observed on the right ventricular lead. The lead was capped and replaced. The patient was noted to be in stable condition following the procedure.